Manufacturer narrative:
Follow-up #1: date of submission: 03/13/2017. Device evaluation: the pump has been returned and evaluated by product analysis on 02/17/2017 with the following findings: the cgm history shows ¿no antenna¿ warning on (B)(6) 2017. ¿ant¿ warning is defined as pump/transmitter communication interruption. Test transmitter was paired with the pump correctly. Bg calibration of 120 mg/dl was accepted in both attempts within 2hr. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No ¿ant¿ icon or any eaw occurred during the investigation, unable to duplicate ¿ant¿ complaint.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a cgm (dex 006) issue. It was reported that the ant icon appeared in place of cgm readings for less than three hour. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and failing to react to any potential bg excursions.